Event description:
Home pt reports receiving se 2240 alarm in drain 1/3 of treatment on the homechoice machine. Pt reports that pt heard an alarm in their sleep and thought it was the beep for end of therapy, so pt disconnected from the homechoice set. The alarm rec'd at that time was actually "low drain". When the pt tried to reconnect to the homechoice set and press "go", se 2240 was rec'd. The baxter technical service rep assisted pt in clearing the alarms and re-starting therapy with new supplies. Pt reports no injury or medical intervention as a result of incident.